Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced ventricular tachycardia (vt) when the device feature that monitors threshold and adjusts output began to run. The vt was terminated with an appropriate anti-tachycardia pacing (atp). Follow up yielded no information and the device remains in use. No further patient complications have been reported as a result of this event.